Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic. During a failed cybersecurity upgrade, the pulse generator exhibited backup vvi operation; the patient was not symptomatic as a result. A device software download was performed successfully. No further information was reported.